Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a moderate bi-leaflet prolapse. Two clips were implanted, reducing mr to a grade of 1+. It was noted that the steerable guide catheter (sgc) was unable to be removed from the stabilizer. Brutal force was required in order to remove the sgc from the stabilizer. There was no adverse patient effects and no clinically significant delay in the procedure.